Event description:
Philips received a complaint by the customer on the v60 indicating that the devices lower portion of the screen is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that bottom half of v60 touchscreen is not responding to touch. Customer attempted to perform screen calibration, still not working properly. Customer is requesting part number and price for replacement touchscreen. The rse provided parts ID for a replacement touchscreen for repair. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made on 25nov2024, 13dec2024, and 02jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.